Manufacturer narrative:
The device was scrapped by the manufacturer.

Event description:
The device was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device had run on. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.